Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair, after the deployment of the t1 implant from the fast-fix 360, the t2 deploy prematurely through the meniscus. In consequence, both ts were removed from the patient with tweezers. The procedure was completed without significant surgical delay using a s+n back-up device. No further complications were reported.

Event description:
It was reported that during a meniscal repair, after the deployment of the t1 implant from the fast-fix 360, the t2 deploy prematurely through the meniscus. In consequence, both ts were removed from the patient with tweezers. The procedure was completed without significant surgical delay using a s+n back-up device. No further complications were reported. As per investigation results, it was found that the t1 anchor was broken in half.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found the device was returned with t1/t2 and the suture off the needle. The actuator was in the pre t2/post t1 deployment position with debris in the needle. The t1 anchor was broken in half. A functional evaluation found the device cycled as intended. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of implant material specifications found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause was associated with unintended use of the device. Factors that can contribute to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time. H11: h2: corrected data on b5 and d9.